Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a cardiac surgery and, after the surgery, the physician found the shock impedance showing less than 30 ohms, which is low within normal range. X-rays were performed to assess the system position. Technical services (ts) reviewed the device data and discussed the post-surgical situation characterized by edema may have had an impact on the impedance of the system and the impedance of high-voltage shocks is in the normal range (61 and 68 ohms). The impedance over time is stable and there is no noise recorded. The patient was seen in-clinic and the shock impedance was now observed at 35 ohms, which is still within normal range. Ts provided further troubleshooting options. The health care professional (hcp) decided to perform a defibrillation threshold (dft) test and it was effective with 80 joules and the shock impedance was 31 ohms. Ts noted there is no artifact or noise observed before and after testing including system mechanical manipulations. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a cardiac surgery and, after the surgery, the physician found the shock impedance showing less than 30 ohms, which is low within normal range. X-rays were performed to assess the system position. Technical services (ts) reviewed the device data and discussed the post-surgical situation characterized by edema may have had an impact on the impedance of the system and the impedance of high-voltage shocks is in the normal range (61 and 68 ohms). The impedance over time is stable and there is no noise recorded. The patient was seen in-clinic and the shock impedance was now observed at 35 ohms, which is still within normal range. Ts provided further troubleshooting options. The health care professional (hcp) decided to perform a defibrillation threshold (dft) test and it was effective with 80 joules and the shock impedance was 31 ohms. Ts noted there is no artifact or noise observed before and after testing including system mechanical manipulations. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.